Manufacturer narrative:
Batch review performed on 11-jan-2024. Lot 2249416: (B)(4) items manufactured and released on 05-may-2023. Expiration date: 2028-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional components involved in the event: batch review performed on 11-jan-2024. Ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) lot 2315674: (B)(4) items manufactured and released on 05-jul-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Ball heads: mectacer 01.29.240a sleeve size s (k131518) lot 2305476: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2306397: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Cup: mpact 3d metal 01.38.350mh acetabular shell ø50 multi-hole thin (k202568) lot 2207371: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.